Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned a (B)(6) male patient. Medical history and concomitant medications were unknown. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injection (humalog 25) from cartridge, at 18 (no units provided) in the morning and 18 (no units provided) in the evening, subcutaneous, for the treatment of diabetes mellitus, beginning sometime in 2001. Also, since 2001, he started to administered insulin lispro 75/25 via reusable pen (humapen unknown type of pen; green color). On 2013, he changed the reusable pen (humapen unknown type of pen; amaranth color). Sometime in 2013 due to pen breakdown (unknown lot number; (B)(4) pc), insulin was not injected into the body, led to increase of blood glucose value, fundus hemorrhage (this event was considered serious due to medical significance), he was hospitalized, also he had ophthalmic surgery (put oil in his eyes, unknown name of oil), and he was discharged after one month. Approximately in 2013, half year after discharging from the hospital, he was hospitalized and had operation when took out the oil that was put in his eyes, he was discharged half a month from the hospital. After he had a rest at home for more than 10 days, he felt his eyes uncomfortable, he went to physician and told him that his eyes retina dropped (this event was considered serious due to medical significance), had cataract condition at the same time, he was hospitalized and had operation, re injected oil into eyes, he was discharged after two months. On (B)(6) 2015, he was hospitalized and had operation that taking out oil in his eyes; he was discharged after two months, approximately in (B)(6) 2016. Information regarding the outcome of the events and further corrective treatment was not provided. Insulin lispro 75/25 treatment was ongoing. The operator of the device was the patient and his training status was unknown. The general device duration of use was 15 years and the reported device use of duration was 3 years. The device was discharged so its returned was not expected. The reporting consumer did not know if the events were related to insulin lispro 75/25 or not and related the events of blood sugar increased and fundus hemorrhage to the humapen. Edit 29jul2016. Case was opened to enter the medwatch device fields for device mailing. No new information.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 18aug2016 in the field. No further follow up is planned evaluation summary a male patient reported that her humapen device (unspecified model) would not inject insulin. She experienced increased blood glucose levels. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. While the exact device model was not reported, it was likely a humapen luxura hd based on the description of the device. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned a (B)(6) male patient. Medical history and concomitant medications were unknown. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injection (humalog 25) from cartridge via reusable pen (humapen unknown type of pen; green color), at 18 (no units provided) in the morning and 18 (no units provided) in the evening, subcutaneous, for the treatment of diabetes mellitus, beginning sometime in 2001. In 2012 or 2013, 11 or 12 years after the start of insulin lispro protamine suspension 75%/insulin lispro 25%, he was diagnosed with kidney disease caused by high blood glucose (no values units or reference ranges were provided), after that he combined the medication with an unspecified ketonic acid tablet and baling capsule. In 2013, he changed the reusable pen (humapen unknown type of pen; amaranth color). Sometime in 2013 due to pen breakdown (unknown lot number; (B)(4)), insulin was not injected into the body leading to an increase of blood glucose value (no values units or reference ranges were provided) and fundus hemorrhage (this event was considered serious due to medical significance); he was hospitalized and underwent ophthalmic surgery (put oil in his eyes, unknown name of oil). He was discharged from the hospital after one month. Half year after being discharged from the hospital, he returned to the hospital to have an operation to take out the oil that was put in his eyes; he was hospitalized for half a month. After he had a rest at home for more than 10 days, he felt his eyes uncomfortable, he went to physician and told him that his eyes retina dropped (this event was considered serious due to medical significance), had cataract condition at the same time; therefore he was hospitalized and had operation to re-inject oil into his eyes. He was discharged after two months. On (B)(6) 2015, he was hospitalized to have an operation to take out the oil in his eyes; he was discharged after two months, approximately in (B)(6) 2016. As of (B)(6) 2016 his blood sugar control was still on the high side, his fasting blood-glucose was 8-9 and postprandial blood glucose, two hours after meal, was 15 (no units or reference ranges were provided). Information regarding the outcome of the remaining events and further corrective treatment was not reported. Insulin lispro 75/25 treatment was ongoing. The operator of the humapen was the patient and his training status was unknown. The general device duration of use was 15 years and the reported device use of duration was three years. The device was not returned. The reporting consumer did not know if the events of retinal hemorrhage, retina dropped, did not inject insulin that led to blood glucose increased (2013) and cataract were related to insulin lispro 75/25 or not and related the events of blood sugar increased and fundus hemorrhage to the humapen. The reporting consumer did not provide an assessment of relatedness between the renal disorder and blood glucose increase (2012-2013) and insulin lispro protamine suspension 75%/insulin lispro 25% or the humapen. Edit 29-jul-2016: case was opened to enter the medwatch device fields for device mailing. No new information. Update 11-aug-2016: additional information received on 08-aug-2016 from the initial reporter. Added laboratory data of blood glucose, and non-serious events of renal disorder and blood glucose increased. Updated narrative accordingly. Update 18-aug-2016: additional information received on 17-aug-2016 from the global product complaint database added the device specific safety summary; added the device was not returned; and updated the narrative.